Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant result with meter compared to lab: date: (B)(6) 2010; inratio2: 4.3; lab: 2.7. Results done within 30 minutes of each other. Pt's target therapeutic range is 2.5-3.5.